Event description:
It was reported that the user incorrectly deployed two inset infusion sets by failing to remove the blue needle guard, resulting in unsuccessful insertions and the need for replacement supplies, and education on correct use was provided. No reported adverse clinical effects. Outcomes included replacement infusion sets shipped and user education completed. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user error related to infusion set deployment technique, with the infusion set component functioning as designed when used per instructions. It was concluded, based on previously established findings for similar reports, that the cause was user error.